Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There has been one other similar event for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for the revision due to dislocation of the femoral head from the all-poly cup. It was reported that the patient's left hip was revised due to dislocation 4 days after a stage 1 revision for infection had been performed. A 32 +5 biolox delta c-taper head was revised to a 32+10 c-taper lfit head (the all poly cup was not revised). Rep provided usage sheets for the implantation and revision, and reported that no further information will be released by the hospital or surgeon.